Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. It was reported the patient had complex auricle/appendage anatomy with "short neck and original shape". The patient was administered heparin during procedure but their activated clotting time levels could not be confirmed. During procedure, the initial device placement had poor positioning at 130 degrees and a decision was made to reposition the device. After a second repositioning attempt, the device met the close (circumflex, lobe, orientation, separated, elliptical) criteria, held well in place after stability test, and was released. It was reported the device was never completely retracted into the delivery system. The pericardium was checked and it was noted there was a pericardial effusion at the left atrial appendage. The patient was sent for surgical repair (sternotomy) of a perforation in the auricle/appendage. It was reported there was prolonged hospitalization due to cardiac surgery and the patient status was reported as stable.

Manufacturer narrative:
An event of cardiac perforation and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient had complex auricle/appendage anatomy with "short neck and original shape". During procedure, the initial device placement had poor positioning at 130 degrees and a decision was made to reposition the device. After a second repositioning attempt, the device met the close (circumflex, lobe, orientation, separated, elliptical) criteria, held well in place after stability test, and was released. It was reported the device was never completely retracted into the delivery system. The pericardium was checked and it was noted there was a pericardial effusion at the left atrial appendage. The patient was sent for surgical repair (sternotomy) of a perforation in the auricle/appendage. It was reported there was prolonged hospitalization due to cardiac surgery and the patient status was reported as stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.